Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The service technician was unable to verify the customer complaint. The service technician did find the unit failed the initial final test for non-conformance with measured peep during a pressure performance test. Measured peep was 17.6 cmh2o. Expected peep is 18.0 cmh2o - 22.0 cmh2o. The exhalation module was replaced and the unit passed initial final test.

Event description:
The customer reported the model palmtop ventilator (ptv) revel was in for general checkout before patient use and does not always cycle properly. There is no patient involvement associated with this reported issue.